Event description:
Fire department personnel were treating a patient and the device displayed electrocardiogram (ECG) artifact. The device operators were not able to obtain an ECG signal. The electrodes were replaced and lead wires repositioned without success. The patient's outcome was not reported.